Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -6.50 into the patients left eye (os) on (B)(6) 2024. The patient experienced a low vault. On (B)(6) 2024 the lens was exchanged with the same model, shorter length and the problem was resolved. The reporter indicated the cause of the event is unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -6.50 into the patients left eye (os) on (B)(6) 2024. The patient experienced a low vault. On (B)(6) 2024 the lens was exchanged with the same model and similar power, but longer length and the problem was resolved. The reporter indicated the cause of the event is unknown. Claim# (B)(4).